Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was placed and a 24mm watchman laa closure device and delivery system (wds) was used. The closure device was deployed, but was too proximal, so it was fully recaptured. A 21mm wds was then used and this device also deployed too proximal, so it was fully recaptured. Sweeps were performed from the first two recaptures to confirm no pericardial effusion was present. Another 21mm wds was then used and when the closure device was deployed, a perforation and pericardial effusion were noted on the transesophageal echocardiogram (tee). The patient also experienced hypotension, but no right or left ventricle collapse was noted per tee. The patient's status was assessed and maintained by the cardiac anesthesiologist. The closure device was assessed for the release criteria and was then released. 220ml of sanguineous fluid was drained and was auto transfused back to the patient. Protamine was given. The patient was observed on the table and the pericardiocentesis catheter was then removed. The patient was then extubated in the lab and was transferred to recovery. The patient was doing well one day post procedure and was discharged.